Event description:
The customer states that one patient with clinical findings suggesting a hepatitis a infection generated a non-reactive architect havab-igm index result of 0.39. The patient is jaundiced with very elevated ast and alt results. The patient was hospitalized, where testing was reactive for habab-igm. A second sample was drawn and generated an architect havab-igm index result of 0.66 (non-reactive). This second sample generated a reactive result on the axsym and diasorin platforms. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.